Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports the pod infusion was red, itching and had a chemical burn. In addition the pod was leaking. The patients reported blood glucose level was over 300 mg/dl. The patient administered a bolus of 6.95 units of insulin and applied a new pod. The patient received a home health visit and had not been wearing a pod for 2 days . The visiting nurse consulted with the patients endocrinologist and diagnosed the patient with a chemical burn at the pod infusion site (abdomen). The patient had bactroban already and was told to apply it 4 times daily. In addition the patient was prescribed triamcinolone cream (800 mg) to be taken 3 times daily. The patients visiting nurse appointment was completed after 30 minutes.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause infection. The exact cause of the reported event could not be determined. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.